Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1avr1-delsys/ expiration date: 14-jul2021 / serial#: (B)(4), UDI #: (B)(4), dev rtn to MFR? No. Mfg date: 04-feb-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced perforation and pericardial effusion. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.